Event description:
The biomedical engineer (bme) reported that the v60 ventilator had a touchscreen was not responding (lower left corner). The biomedical engineer (bme) reported that the v60 ventilator had a touchscreen was not responding (lower left corner). During troubleshooting, the remote service engineer (rse) reported that the customer's issue was replicated. The customer reported that the device was able to complete a touchscreen calibration, but the lower left corner was not responding. The rse noted that the issue was diagnosed, and the customer was requesting the part number for a replacement user interface (ui) assembly. The customer was provided with the part number for replacement a replacement ui assembly. Final investigation and disposition are pending.